Event description:
Patient reported that her v-go fell off while in the shower. Patient stated she only wore the v-go for 8 hours. Patient stated this isn't the first time this has happened. Patient applies the v-go to her abdomen.